Event description:
It was reported that the right ventricular lead exhibited high capture thresholds and undersensing. The patient was asymptomatic. During routine device change out procedure fluoroscopy revealed the lead had micro dislodged, causing the lead diagnostic changes. The lead was explanted and replaced. The patient was in stable condition post procedure.